Event description:
Patient reports alleged injury on or about (B)(6), 2013 from use of a bone stimulation system. No further information has been received. This report is based upon a call by the patient to the company describing the alleged injury. The allegations are unverified.

Manufacturer narrative:
No product has been returned for evaluation.the allegations of the complaint are unverified.no further information has been received.no conclusion can be drawn as to the cause of the reported event.